Manufacturer narrative:
Batch review performed on 02 november 2023. Lot 2122647: (B)(4) items manufactured and released on 06-jul-2021. Expiration date: 2026-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Only one screw was involved but it is unknown which one. Here below all the screws implanted during the primary: batch review performed on 02 november 2023 on pedicle screw 03.52.322 enh. Poly-axial. Pedicle screw - cannulated 6x35mm (k141988) lot. 2123664. Lot 2123664: (B)(4) items manufactured and released on 20-sept-2021. Expiration date: 2026-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 02 november 2023 on pedicle screw 03.52.322 enh. Poly-axial pedicle screw - cannulated 6x35mm (k141988) lot. 2227714 lot 2227714: (B)(4) items manufactured and released on 16-nov-2022. Expiration date: 2027-11-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Two devices involved in this event. Batch review performed on 02 november 2023 on pedicle screw 03.52.323 enh. Poly-axial pedicle screw - cannulated 6x40mm (k141988) lot. 2227715. Lot 2227715: (B)(4) items manufactured and released on 22-nov-2022. Expiration date: 2027-11-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Two devices involved in this event.

Event description:
At 6 months from the primary, the patient came in for a post-op appointment and one of the six screws was observed to be broken at the bottom of the construct. It is unknown how/why this occurred. A revision surgery has not been scheduled yet.